Event description:
It was reported that the programmer was unable to "find" implantable heart devices. It was noted that the radiofrequency programmer head was changed out however the situation did not resolve. It was speculated that it could be due to "bad" software. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: the "get logs" and "get patient information" applications were executed for retrieval and archiving of device and patient information and the customer comment of the programmer not being able to find implantable devices was confirmed and therefore the link electronic module printed circuit board assembly was replaced and calibrated. Analysis also found that the keyboard and the keyboard hinges were broken, that the lower case was worn out, the media bay door was damaged and that the hard drive was in need of replacement. All found defective parts were replaced. Continuation of concomitant medical products: product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).